Event description:
It was reported that the patient had difficulty keeping her implantable pulse generator (ipg) charged. The device has not been providing relief of the chronic lower back pain and patient had pain walking with radiation into both the lower extremities. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months ago from the date the manufacturer was made aware.